Event description:
On 09/09/2024, it was reported by a facility representative via (B)(4) that an ar-6480 dualwave¿ arthroscopy fluid management system has an unstable pressure change. There was no patient injury during the case. There was no additional information was provided, and additional information has been requested. On 09/17/2024, additional information was provided, where it was reported that this event occurred in june during an unknown procedure where an ar-6411 and an ar-6421 arthrex tubing were used with the pump. The pump settings at the time of the event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.